Event description:
Complainant alleged that during biomed testing, the device displayed a defib test failed message. Complainant indicated that there was no pt involvement in the reported malfunction.